Manufacturer narrative:
Intuitive followed up and obtained additional information. Instrument was inspected prior to use. There was no damage or anything out of the ordinary. There was no injury to the patient. Instrument is available for return. There are no images or video recordings.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during da vinci-assisted surgical procedure, maryland bipolar forceps was found to have thermal damage at pulley cover. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Failure analysis found the primary failure of thermal damage-exposed electrode to be related to the customer reported complaint. The instrument was found to have charring and localized melting on the bipolar yaw pulley at the base of the grip. As a result of the damage, section of the active electrode (grip) is exposed that would not normally be exposed. The instrument grips were manually manipulated, and the instrument passed an electrical continuity test on 3 out of 3 attempts. Probable root cause is attributed to inadvertent energy application from a monopolar instrument. Review of the provided image is consistent with reported complaint of thermal damage at pulley cover. Root cause of the failure mode cannot be confirmed without the returned device.